Event description:
It was reported that an ilet pump¿s housing separated and exposed internal circuitry, and the user temporarily secured the device with tape; the user did not recall whether the device had been dropped. Symptoms included no reported alarms. Outcomes included no reported medical impact. Investigation included a review of the complaint and processing of a replacement device. Investigation of this case revealed a damaged or separated device enclosure with a visible motherboard, consistent with physical damage. It was concluded that the device exhibited a structural integrity failure of the housing, with the specific cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.